Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by balloon damage during mfg, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient prep prior to use. No leaks were noted during prep, which may suggest that the balloon was not damaged prior to use. The lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after a stent was deployed, the voyager nc balloon catheter was advanced for post-dilatation. However, the balloon ruptured upon a first inflation at 8 atm. Another balloon catheter was used to complete the procedure. There were no adverse pt effects reported. No additional event or pt info is available.